Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in poor physical condition. There is a dark vertical line in the ultrasound image. These issues are due to an internal failure within the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation: there is a dark vertical line in the ultrasound image.